Event description:
Clinical study same pt as 6000089-2006-00377, 00356,00354, and 6000089-2006-01128. It was reported that seven sixty days post index procedure, the pt experienced a target vessel revascularization. The index procedure treated 2 target vessels. Target lesion 1 was located in the mid rca with 100% stenosis and was 50mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with cutting balloon angioplasty and overlapping 3.5x2 4mm and 3.5x32mm taxus express2 stents. Residual stenosis of the stented area was 0%. Target lesion 2 was located in the ostial rca with 100% stenosis and was 8mm long with a reference vessel diameter of 3.5mm. Target lesion 2 was treated with cutting balloon angioplasty and a 3.5x8mm taxus express2 stent, with 0% residual stenosis. The pt was discharged early apr/2004 on asa and plavix therapy. On day 760, the pt presented to the ER complaining of chest pain, for which he had taken several sublinual nitroglycerin, which only partially alleviated the pain. Cardiac enzymes were negative. ECG showed sinus rhythm with slight residual st elevation in leads ii, iii and avf with reciprocal changes in leads I and avl. Of note, the pt had completed his course of plavix about 10 days prior to this admission. The pt continued to experience chest pain in the cath lab, and an intra-aortic balloon pump was placed and a surgical consult was obtained. The decision was made to take the pt urgently to the or for single vessel bypass surgery. That same day, the pt underwent emergency bypass surgery with svg to rpda. Postoperatively, the pt experienced some paroxysmal atrial tachycardia and was treated with amiodarone and a beta blocker. It was noted in an addendum that the pt had no further episodes of parosysmal atrial tachycardia and thus was not started on coumadin. The pt "improved remarkedly", per the discharge summary, and was discharged 4 days later. In the opinion of the physician, there was a probable relationship between the tvr and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to determine how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 6227095 found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. This particular batch #6227095 has two associated complaints. The root cause of the reported complaint cannot be conclusively determined.